Manufacturer narrative:
Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon was inserting an aq5010v silicone three piece lens, 4.0 diopter, but was having difficulty advancing the lens in the cartridge. There was no patient contact or injury. The technician removed the lens to reload but noted the lens was torn. The backup lens was implanted with no problem. The reporter stated the cause of the event may have been due to user error. The lens was discarded.